Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 5, 2019. They reported that the following information was discussed/confirmed with the physician. It was reported that the cause of the "avoid impedances" was not determined. The reprogramming had resolved the "avoid impedances" warning. No further complications were reported or anticipated.

Event description:
2020-(B)(6)information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator. It was reported that an impedance check showed all numbers were within normal limits, but to avoid certain electrodes. Electrodes 2,3, 9, and 10 showed to avoid. It was started that the patient was supposed to be reprogrammed not using electrodes 2,3,9,10. This did not happen component. The device was reprogrammed on (B)(6)-2020 and all electrodes within normal limits. Reprogrammed. It was noted that it was related to the therapy or device but not related to the implant procedure no further complications were reported. 2020-(B)(6): device interrogation showed ¿avoid¿ electrodes 3, 10. The patient was reprogrammed on 2020-(B)(6). The issue was resolved without sequelae on 2021-(B)(6). 2020-(B)(6)-2020: device interrogation revealed high impedances on 12, 15 and avoid on 2,3, or 9, 10. No actions were taken. 2021-(B)(6) clinical (hcp, sdy): it was reported that there were high impedance electrodes 12 and 15. Avoid use of electrodes 10, 11, 13. They were able to get perception using electrode 11, the others were not used. 2021-(B)(6): information was received regarding a patient in a clinical study. Hcp reported impedance values were out of rang. This was identified while reviewing device interrogation data. Contact pairs 2 <(>&<)> 9, and 3 <(>&<)> 10 were 190 ohms. Contacts 12 <(>&<)> 13, 12 <(>&<)> 14, and 12 <(>&<)> 15 were > 40k. Resolution and actions taken are unknown at this time. 2021-(B)(6): additional information was received. It was reported that impedance values out of range were identified while reviewing device interrogation data. Contacts 8 <(>&<)> 9 were 17120. 2021-(B)(6) information was received regarding a patient in a clinical study. Hcp reported impedance values were out of rang. This was identified while reviewing device interrogation data. Contact pairs 2 <(>&<)> 9, and 3 <(>&<)> 10 were 190 ohms. Contacts 12 <(>&<)> 13, 12 <(>&<)> 14, and 12 <(>&<)> 15 were > 40k. Resolution and actions taken are unknown at this time. 2021-(B)(6): additional information was received. It was reported that impedance values out of range were identified while reviewing device interrogation data. Contacts 8 <(>&<)> 9 were 17120. 2021-(B)(6): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on electrode 8 and 9. 2021-(B)(6): it was reported that telemetry read electrodes 12, 13, 15 as avoid. There were no signs or symptoms associated with this event. No action was taken and it was unresolved with no further actions planned. 2021-(B)(6): high impedance electrodes 12, 13, 15. 12 <(>&<)>15. No action taken. Ongoing. 2022(B)(6): additional information received. Patient had increase back and right leg pain. Device interrogation specifies to avoid electrodes 8-15. Unresolved with no further action planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that an impedance check showed all numbers were within normal limits, but to avoid certain electrodes. Electrodes 2,3, 9, and 10 showed to avoid. The device was reprogrammed. No further complications were reported.